Event description:
It was reported that during the implant procedure, the helix would not extend normally as it comes out with a delay. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and the helix was fully extended. The distal conductor was distorted within the connector in 5 cm proximal section. Blood and tissue on the helix from dislodgement most likely caused the helix to not retract and distal conductor then became distorted within the connector. (B) (4) distal conductor distorted.